Manufacturer narrative:
The 510 (k) # is k072543. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on his one touch select meter. The patient mentioned that he obtained a 436 mg/dl, 436 mg/dl and 466 mg/dl on the lfs meter. Less than 30 minutes later he tested on another meter an obtained a 356 mg/dl, 309mg/dl and 361 mg/dl. The patient did not take any action after the alleged issue began. An hour after the inaccurate readings, the patient felt shaky. The patient did not seek any medical attention or contact his physician for assistance. While troubleshooting, it was noted that the technique of applying blood on the test strip was correct and the meter was miscoded. When a meter is miscoded and using an incorrect technique it may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, he later developed symptoms suggestive of a serious injury.